Event description:
This is a report of a damaged patient adapter that was found during the sample evaluation. There were marks consistent with tool use found on the outside of the luer, as well as excess solvent. There was no injury or medical intervention indicated at the time of the report. No additional information is available.

Manufacturer narrative:
(B)(4). Correction: (this is a report of a damaged patient adapter that was found during the sample evaluation. There were marks consistent with tool use found on the outside of the luer. There was no injury or medical intervention indicated at the time of the report. No additional information is available.) Visual and microscopic inspection revealed that the patient adapter was damaged. Marks were observed on the outside of the luer indicative of tool use. Leak testing, clear passage testing, and clamp function testing were performed with no issues noted. The cause of the damaged patient adapter was determined to be due to tool use. This issue is currently being addressed through a CAPA. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). It is unknown when the damage occurred. Device was received and evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.